Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid around the implant" and rupture.

Event description:
Patient reports "left breast size increased significantly, ultrasound showed signs of implant rupture, fluid accumulation in left breast and on the ribs ". Device remains implanted.